Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The pod was received fully deployed. Inspection of the pod found the exposed portion of the cannula to be kinked. Fluid was able to freely flow through the fluid path, even though the exposed portion was kinked, initially. A leak test was performed done was clamping the distal tip of the soft cannula and rotating the ratchet gear while observing for any internal or external tears in the soft cannula. An external tear was found. Another leak test was done by clamping below the external tear to determine if there are any internal tears in the soft cannula. No internal tears were found in the soft cannula it cannot be determined when the damage to cannula occurred. Attempts made to download the data when the pod was unopened were unsuccessful. The bottom and middle battery voltages were measured to be below the expected. An external power source was used to download pod data. The download data contained no timeouts, drive stalls, or hazard alarms, indicating the pod functioned as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.